Manufacturer narrative:
Corrected data: the device was not returned. An event regarding disassociation involving a metal femoral head was reported. The event was confirmed through the medical review. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage with dissociation of the femoral head from the taper requiring revision." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded the disassociation event was caused by cup malposition. The medical review indicated that there were no device related factors present. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision hip arthroplasty removal and exchange. Disassociation of stem from femoral head. Implants sent to pathology per dr. (B)(6). Products are available for return as well as x-rays. No further information due to hospital policy. An unknown trident shell was added to the list of devices that were explanted. A medical review was received that identified an unknown trident cup as the root cause of the revision.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision hip arthroplasty removal and exchange. Dissasociation of stem from femoral head. Implants sent to pathology per dr. (B)(6). Products are available for return as well as x-rays. No further information due to hospital policy.